Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).

Event description:
A report of a corneal ulcer associated with lens wear was received from a distributor. The patient reported to the distributor that medical attention was sought from a hospital for excruciating pain in the left eye. A corneal ulcer and an infection were diagnosed. The patient indicated nine office visits have occurred since (B)(6) 2013 and a loss of vision and light sensitivity have been observed since the issue first began. Additional information received from (B)(6) hospital on (B)(6) 2013 indicates the patient was treated for a "nasty infection" that was resolving with a prescribed treatment of levofloxacin every hour and cyclopentolate three tines a day. A culture yielded negative results. The vision in the left eye was 6/18, improving to 6/12 with pinhole. Follow-up with the patient was scheduled within two days, on (B)(6) 2013. The hospital referenced patients experiencing ulcers associated with use of wearing lenses as extended wear and felt the extended wear schedule in this event was related to the ulcer. No further information was provided.